Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h10, h11. Per the instructions for use (IFU), vascular complications such as perforation or dissection of vessels, thrombosis or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection, and/or death are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (x fr sheath is x mm). In this case, there was no allegation or indication a product malfunction contributed to this stenosis of the femoral artery. Patient and procedural factors, although not provided, often contribute to this type of event. Common factors include, but are not limited to, vascular calcification and tortuosity, pre-existing peripheral vascular disease, closure device failure, operator experience, and sheath size. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported to the edwards tavr community, during a transcatheter aortic valve procedure in a patient was severe aortic stenosis 'damage' to the patient's pericardium occurred and the patient lost pulse and had to be resuscitated, but the tavr procedure was completed successfully. The patient awoke with a sore chest from resuscitation and on a respirator, which was removed within a couple of hours, and they were discharged home the next day. Medical records received for review clarified that the 26mm sapien 3 ultra resilia (s3ur) valve was deployed with excellent result and no significant paravalvular leak (pvl). The decision was made to post-dilate the valve one time to ensure adequate expansion. After the post-dilation the patient's blood pressure dropped and a pericardial effusion that developed into tamponade was noted. The patient became unresponsive and acls protocol with CPR was initiated. Intubation was performed and the patient was prepped for pericardiocentesis. Bloody fluid was drained, blood pressure stabilized, and the procedure was completed. After the devices were removed and hemostasis was achieved, the patient was noted to have stenosis of the right common femoral artery, found on aortography. A prolonged angioplasty of the right cfa was performed followed by good hemostasis and no residual stenosis. Follow up tte revealed trivial pericardial effusion with no further accumulation of blood in the drain. The patient was transferred to cvicu for further care and extubated the following day with pericardial drain removal. They remained hemodynamically stable overnight. An echo was performed and showed ef was 60%, with normal gradients (mean gradient 11mmhg) and no regurgitation. A small pericardial effusion was noted with no hemodynamic effect.